Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged strain relief was confirmed. The strain relief and usb cable at the strain relief are not damaged but the usb cable is cut in the middle of the cable with wires showing. The root cause of the reported failure is due to use of the device.

Event description:
It was reported cord is pulling away/breaking at the strain relief. (B)(6) 2023 it was found that the usb cable is cut in the middle of the cable with wires showing.